Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, olympus confirmed the error b30, therefore it is likely that due to failure of the output socket, communication abnormality with the scope occurred, and b30 occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited error b30. The issue occurred during preparation for use. There were no reports of patient involvement.